Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Device interrogation revealed that the right atrial lead exhibited intermittent noise over-sensing, resulting in an inappropriate mode switching. No intervention was performed. There were no patient consequences.